Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Endologix became aware of an increased abdominal aortic aneurysm sac and suspicious endoleak on (B)(6) 2018 as reported by (B)(6). The date of event is (B)(6) 2018 based on the diagnosing cta scan. The patient was originally implanted with an afx bifurcated stent graft and afx vela suprarenal on (B)(6) 2015 by physician (B)(6) at (B)(6) center. The patient is asymptomatic. It is also unknown if re-intervention is planned.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: per eclinical documentation the sac growth and indeterminate endoleak are confirmed. In addition, a possible type ib endoleak and type ii endoleak at the right common iliac artery were discovered per post initial procedure imaging. The initial procedure was found to be on-label for a clinical trial patient, but the event relatedness is inconclusive. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
Additional information received confirming the patient is asymptomatic with no re-intervention planned. In addition, the patient had a re-intervention on (B)(6) 2016 to treat a type ii endoleak and type ib endoleak with aneurysm expansion, and the physician implanted an infrarenal afx extension device; this secondary procedure was addressed per MFR report # 2031527-2016-00536.